Event description:
Catheter (ultra ice) was flushed w/sterile water and was plugged into the sled then inserted in the body of the patient. Catheter was turned on but no picture was reading up on the screen. The catheter was turned off, then removed from the body. The system was then rebooted. Catheter was re flushed and inserted, but still no image on the screen, so another ultra ice catheter was used (same lot #24606290) but the same issue persisted. Same measurements were taken to try to fix the problem. The staff felt that maybe it was the system, a contact with rep was made to trouble shoot the problem, it was felt to have the system checked by our bio med department. But the tech that checked the system was unable to find anything wrong. The catheter that he used to check it worked fine.